Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/21/2017 that on (B)(6) 2017, the receiver was alarming when patient was within her range. No additional patient or event information is available. The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test passed. The receiver data log was reviewed and no errors were observed. However, inaccuracies were observed in the receiver data log, causing the alarming condition. The reported allegation was confirmed by data. The root cause could not be determined post-investigation. Based on the investigation results this issue has been upgraded from non-reportable to reportable.